Manufacturer narrative:
Section h3: other (code unspecified, describe in h10): the device was not returned to kci after multiple attempts. Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged event is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient was on anticoagulant therapy and thus, was prone to bleeding. Additionally, the patient experienced bloody drainage prior to initiating v.a.c.® therapy; therefore, kci cannot determine if hemostasis was achieved when v.a.c.® therapy was placed. The device passed quality control checks prior to patient placement. Kci made multiple unsuccessful attempts to retrieve the device; therefore, a device evaluation could not be performed.

Event description:
On 02-feb-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. Several unsuccessful attempts have been made to retrieve the device; therefore, a device evaluation could not be performed.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hemorrhage requiring a blood transfusion is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The nurse could not determine if the arterial bleed was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Records review noted the patient was on anticoagulant treatment, and experienced continuous bloody drainage event prior to v.a.c.® therapy. Therefore, the patient was prone to bleeding and would experience difficulty arresting a hemorrhage. The activ.a.c.¿ ion progress¿ remote therapy monitoring system was discontinued on (B)(6) 2021 as outcome of therapy - therapy goal achieved - adequate granulation tissue formation. Device labeling, available in print and online, states: warnings: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ. Infection. Trauma. Radiation. Patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On 08-mar-2021, the following information was provided to kci by the patient: the patient allegedly experienced an arterial bleeding event on (B)(6) 2021 requiring hospitalization and a "pint of blood." The patient stated that he was unsure what caused the bleeding event and was no longer hospitalized. On 12-mar-2021, the following information was provided to kci by the nurse: the nurse believed the activ.a.c.¿ ion progress¿ remote therapy monitoring system contributed to the arterial bleed but didn't know for sure. The patient was discharged from the hospital, and the nurse did not feel comfortable placing the activ.a.c.¿ ion progress¿ remote therapy monitoring system back on the patient. The activ.a.c.¿ ion progress¿ remote therapy monitoring system was subsequently discontinued. Records review noted the following: the physician's documentation provided on (B)(6) 2021 noted: on (B)(6) 2021, the physician observed the patient and noted "podiatry to debride after clearance." On (B)(6) 2021, the physician subsequently observed the patient and noted "bloody drainage noted to wound with exposed bone...npwt can be held until wednesday due to continuous bloody drainage" on (B)(6) 2021, the physician observed the patient and noted "wound vac unable to be placed due to continued bleeding, will attempt to place again at a later date." On (B)(6) 2021, the nurse noted the activ.a.c.¿ ion progress¿ remote therapy monitoring system was discontinued on (B)(6) 2021 as outcome of therapy - therapy goal achieved - adequate granulation tissue formation. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.